Event description:
It was initially reported that the pt experienced a change in therapy effect with increased baseline spasticity, pain in thighs, and "toes are drawn up" following pump replacement. The pt also had hypotension and had been taken to the emergency room twice for this symptom. The pt was receiving baclofen, ziconotide, and percocet. At the time of this report, the pt was back at the nursing home in fair condition. It was later reported that the pt had the following diagnosis associated with the event: neuropathy with ataxia; uncontrolled progressive diabetes mellitus, recurrent sepsis, dvt left leg with pulmonary embolism and acute renal failure with mild chronic renal failure. The pt also had experienced cardiovascular problems, cognitive symptoms, fever, infection, nausea, vomiting, and weakness. An MRI was performed. It was also noted that the pt had recurrent uti with renal failure and arthrodesis, left knee and ankle; frozen joint. The pt's outcome was noted as "persistent left sided spasticity". The event was not attributed to the device system. It was subsequently reported that the pt was experiencing withdrawal with the following symptoms: altered mental status, increased baseline spasticity, cannot sleep at night, and "left foot is turned inwards". The pt was admitted to the hospital. The reporter was considering obtaining a second opinion as the pt had done "a 360 in terms of therapy and care".

Manufacturer narrative:
Ataxia; cardiovascular disorder; diabetes mellitus exacerbated; dvt of legs.